Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 382 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the next day, 1/13/26, with the issue resolved and no permanent damage.